Event description:
The surgeon revised the left hip due to patient pain. The surgeon commented intraoperatively that the endo prosthesis was rubbing against the cartilage.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. Based on the device identification the complaint databases were reviewed from 2003 to present for similar reported events regarding tissue damage (rubbing against cartilage). There have been no other events for the lot referenced. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
The surgeon revised the left hip due to patient pain. The surgeon commented intraoperatively that the endo prosthesis was rubbing against the cartilage.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.